Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that unit had error code 41171. The event occurred during testing. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the probable root cause is that the printed wire assembly(pwa) was defective. The pwa was replaced.